Manufacturer narrative:
Reference record:(B)(4). The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2023, the patient started having redness and white drainage at the stoma site. It felt hard and would drain more if touched. The patient was first prescribed keflex for five days which was not effective. The patient was referred to the gi lab where she was prescribed an unknown topical antibiotic and augmentin for five days. The stoma site issue improved.